Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 94 retention samples from lot 4102173 and 80 retention samples from lot 4137980 were visually inspected with gel air bubbles observed in 2 and 1 tubes respectively. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 430 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter addr 1: e1.initial reporter phone #: (B)(6) there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4102173 d4. Medical device expiration date: 30-apr-2025 h4. Device manufacture date: 11-apr-2024 d4. Unique identifier (UDI) #: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 430 tubes contained gel air bubbles. There was no health impact or consequences reported.